Event description:
The patient called lifescan (lfs) in 2005 and alleged that their meter was prompting an error 2 message. The patient had not been able to test for approximately 3 to 4 days. During this time they continued to take 12 units of their insulin, "imulin 100". This is the amount that the patient typically takes at night if their blood glucose result is between 100 to 150 mg/dl. On the day of the event, the patient attempted to test at 8:30 am, noon, 6:00 pm, and at 9:00 pm and was unsuccessful. They reported feeling dizzy, sweaty, and had a headache during this day. They had not taken any medications on this day; the last time would have been the 12 units before bed on the previous night. Their neighbor called the physician, who advised the patient to eat a cake and drink orange juice. Their neighbor also went to the pharmacist to obtain another meter and with the new meter, the patient obtained results of 59, 58, and 65 mg/dl. The patient then contacted lfs to report the meter. The patient was unable to test for 3 to 4 days and was guessing at the correct amount of insulin to take, which may have contributed to the patient's hypoglycemia. A replacement meter has been sent to the pharmacy that gave the patient a new meter.